Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site; subsequently the patient was administered general anesthesia on (B)(6) 2015 to facilitate abutment removal. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2016 to have internal magnet placed. The implanted device remains. This report is filed february 19, 2016. The implanted device remains.